Manufacturer narrative:
The device was returned to the manufacturer service center where the leak test was repeated with passing results. Examination of device revealed no issues which could be related to patient injury. Maintenance activities performed on device by manufacturer service center included repair of dented light guide tube, and replacement of air/water separator o-rings.

Event description:
It was reported that the patient experienced post-procedure colitis and infection, which required hospitalization. Potential contributing factors were pre-existing medical conditions which included the presence of h. Pylori, ulcer disease, and possible congestive heart failure. The patient was reported as the fourth of six patients who underwent procedures using the device, and the only patient who presented with symptoms post-procedure. The device was reported to have been reprocessed at the hospital according to manufacturer recommendation and had no system failure; during follow up, the device was also reported to have passed a leak test performed at the hospital.